Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had trouble charging the ins since implant, and said they had not been able to get ins charged up past 50%. Caller said they had been trying to reposition, and had been getting excellent, but the battery just wouldn't increase further. Pss asked, caller said they let the screen go dark, the pt no longer had bandages from implant, and there was no damage to recharger (rtm). Pt was charging during the call and was on excellent, battery was 50%, and recharging speed was 4 with stimulation off. The circumstances that led to the reported issue were asked but unknown. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller said they would contact rep again to try and meet with them.